Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence. It was reported that the patient was very dizzy after the procedure. The patient went home and rested for a while, and when she got back up, she passed out and hit her head and had to go to the emergency room to get 7 stitches. There were no further complications or anticipations reported with this event.